Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 27-april-2026, issue with data transfer to the hospital crm system occurred. Despite the visible synchronization check mark, no data is being transferred to the hospital crm system. Additionally, an "error700" was displayed to the user when trying to log in, after a few try the user eventually log successfully.